Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle, menstrual cramps, menstrual disorder, uterine bleeding, vaginal bleeding, vaginal discharge, fatigue, bacterial vaginosis, weight loss, back pain, anxiety, dysfunctional uterine bleeding, hypermenorrhea, polymenorrhea, cough and abdominal pain. Concomitant products included ketorolac tromethamine (toradol), levonorgestrel (mirena) and mestranol;norethisterone (ortho novum). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the essures were placed bilaterally with two coils remaining on the left and five coils 'on the right the patient tolerated the procedure well with no intraoperative complications. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle, menstrual cramps, menstrual disorder, uterine bleeding, vaginal bleeding, vaginal discharge, fatigue, bacterial vaginosis, weight loss, back pain, anxiety, dysfunctional uterine bleeding, hypermenorrhea, polymenorrhea, cough and abdominal pain. Concomitant products included ketorolac tromethamine (toradol), levonorgestrel (mirena) and mestranol;norethisterone (ortho novum). On (B)(6) -2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (laparoscopic supracervial hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the essures were placed bilaterally with two coils remaining on the left and five coils 'on 1he right the patient tolerated the procedure well with no intraoperative complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.